Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. Blood was visible inside the balloon material. An examination of the balloon material identified a 2mm longitudinal tear located in the proximal balloon cone. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for less than 10 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for less than 10 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.